Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indciated that they are having a recharging of ins issue, including communication issue while recharging. Patient reports having to recharge frequently 1 day of battery life) and also difficulty charging. Patient stated sometimes she¿s charging but it won¿t charge. Patient was not able to provide any further explanation. Patient is currently unable to locate equipment and may need replacement components. Patient was referred to patient services if she was not able to locate her equipment. They have a follow-up visit on (B)(6) 2024.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was it seemed like every day patient was losing power and had to charge the implant more and more often. Patient charged in bed and it was at 80%. Patient slept with it on and got up and for a little while ago it said it was empty. Did not last even 24 hours. Pt said all they do is to have to paddle on their butt. The issue started right after implanted and gradually getting worse. Patient could be out somewhere and lose power and patient was in so much pain. Pt said they were in group a at 5.1. Reviewed charging frequency depends on usage and settings. Patient was redirected to healthcare provider.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.